Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up complaining of experiencing palpitations. Upon interrogation, the pulse generator exhibited fast output rate which caused pacemaker mediated tachycardia. The patient was in stable condition before and during the device interrogation and would continue to be monitored.